Event description:
This complaint is reportable based on analysis performed on (B)(4) 2012. It was reported while using the therapy cool flex catheter during an atrial fibrillation ablation procedure, a deflection issue occurred. After approximately one hr of use, the distal curve of the catheter "broke". The curve was in "omega" shape. The procedure was continued with a different catheter. The physician also noticed that the luer was broke, but partially attached by the lumen. There were no adverse consequences to the pt and the pt's current status is listed as well. Device analysis revealed the luer extension tube and fluid lumen were completely detached from the handle of the catheter.

Manufacturer narrative:
A therapy cool flex catheter was received for eval. Visual inspection revealed the luer extension tube was broken at the handle edge and the fluid lumen was detached. Functional testing of the device confirmed the catheter created and held the curve when deflected. The curve matched the required template. The steering force met the required specification criteria. Review of the device history record confirmed this device met mfg requirements prior to shipment. The review revealed no nonconforming material reports as well. The root cause classification for the curve issue could not be determined as the device met the required curve specification; however, the root cause classification of the broken luer is consistent with operational context as device performance was limited due to anatomical/procedural factors. Although this device was mfg after implementation of a quality improvement project in march of 2011, further product enhancements have since been implemented with a goal of improving customer satisfaction. These enhancements have since been implemented with a goal of improving customer satisfaction. These enhancements, which impact devices mfg after (B)(4) 2012, include educating the supplier on proper processing of the material to make a more flexible tube and incorporating a new adhesive which eliminates brittleness and provides more flexibility to the transition between the tube and the handle. Additionally, the handle component bore was modified to provide an interlock between the adhesive and the tubing to decrease adhesive failure during luer torquing.